Manufacturer narrative:
The reported event of stylet unable to advance was confirmed. As received, a complete lead was returned in one piece for analysis. A stylet insertion test found obstruction/restriction at the distal region of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive dried blood inside the inner coil. The cause of stylet failure to advance was isolated to the inner coil being clogged with blood.

Event description:
It was reported that during the procedure, the stylet was unable to be advanced within the right ventricular (rv) lead. The physician suspected the failure to advance was due to the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.